Manufacturer narrative:
(B)(4). Title: proximal jejunal bypass improves the outcome of gastric clip in patients with obesity and type 2 diabetes mellitus source: seh-huang chao1,2 <(>&<)> chia-lin lin1 <(>&<)> wei-jei lee3 <(>&<)> jung-chien chen2,3 <(>&<)> ju jun chou2 date: published online: 29 january 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed, 74 patients underwent laparoscopic gastric clip (gc) and proximal jejunal bypass (pjb). Three patients in the pjb-gc group had tarry-blood stool postoperatively in the amount that transfusion of packed red blood cells was required. One patient in the gc group developed left-side atelectasis and pleurisy postoperatively which resolved after conservative management.